Event description:
It was reported the patient presented in clinic for follow-up with blood oozing from the pocket. A pocket revision was performed on (B)(6) 2023. The patient was in stable condition.